Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer decided to trade in the device rather than have it evaluated or repaired. Stryker scrapped the device. The device is 10 years old and historical data review suggested the caused of the issue was likely a failed/faulty system pcba or power pcba, which are obsolete parts for v1/v2 devices, making the device unrepairable. Further root cause could not be determine. H3 other text : device not evaluate by the manufacturer.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.